Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. During initial device interrogation a warning message was triggered regarding the battery condition. The battery status was eri, which was detected on (B)(6) 2024. In a next step, the device was opened and subjected to further investigation. A measurement of the battery voltage confirmed a depleted battery. The electronic module was connected to an external power source. The current consumption of the electronic module was found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was defective, which caused an increased current consumption and ultimately drained the battery. In conclusion, the clinical observation resulted from a defective low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
This device explanted due to eri and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.